Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during service this 980 ventilator failed the extended self test (est) circuit pressure auto zero test. The device was available for evaluation. During service by the medtronic service personnel (sp), this 980 ventilator failed the ext ended self test (est) circuit pressure auto zero test. The sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) for the issue. The unit passed all the required calibrations and tests as per manufacturer specifications. One ifm pcba was returned for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The returned ifm pcba was attached to the failure investigation test ventilator for analysis but failed the auto zero solenoid test portion in est and short self test (sst). The investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to faulty auto zero solenoid (so1) on ifm pcba. Further action is not required; the event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during service this 980 ventilator failed the extended self test (est) circuit pressure auto zero test. The ventilator was not in use on a patient at the time of the reported event.